Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that they had the implant for a few years and it wasn't helping them at all. Patient said that the implant helped a little bit at the beginning and kept getting just drops. Patient said they kept going in to make adjustments but then it just got to the point where they weren't get any results so they took the implant out. Patient said they took it out a couple years later, they don't remember when, and that's when they found out a little piece of the lead wire was left in. Patient said they can see it very small in an x-ray. The reason for call was patient wanted to know if they could get an MRI if they have the small piece of the lead still in their body. Agent reviewed MRI guidelines in regards to abandoned product. The patient was redirected to their healthcare provider to further address the issue. Patient said they have an MRI scheduled for next week wednesday.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.